Event description:
The doctor decided to explant the valve because the pt thought that the valve was not working.

Manufacturer narrative:
(B) (4). The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided.